Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The device is part of the advisory for this model. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed.

Event description:
It was reported the lead had an apparent fracture. The lead was explanted and replaced. Additional information was subsequently received from an attorney who reported the patient experienced unnecessary shocks as a result of the "defective" lead. She went to the hospital and was admitted in the emergency department. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned and analyzed.

Event description:
It was reported the lead had an apparent fracture. The lead was explanted and replaced. Additional information was subsequently received from an attorney who reported the patient experienced unnecessary shocks as a result of the "defective" lead. She went to the hospital and was admitted in the emergency department. No further patient complications have been reported as a result of this event. Additional information received reported an allegation from an attorney indicated the patient is deceased and further indicated that the lead had exhibited a fracture and/or was explanted.

Event description:
Asku